Event description:
The customer used the suspect device to check their blood glucose. They obtained a result of 101 mg/dl. About thirty minutes later they sat down to eat cereal and fell backwards. Emts were called and when they arrived they used the suspect device and got a result of 266 mg/dl. They were taken to the ER and treated with an IV. They said the ER told them that there glucose level was between 10-15 mg/dl. Controls were not used on the meter. The device was replaced and authorized for return to the manufacturer for evaluation.